Event description:
It was reported that alarm 16 occurred while customer used pump with cartridge containing up to 300 units of insulin, and customer was unable to complete cartridge loading or resume insulin delivery even after attempting to reload original cartridge and trying a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to perform pump reset, but loading issue persisted, so pump replacement was arranged; customer planned to use multiple daily injections as backup therapy.